Manufacturer narrative:
Manufacturer ref no. (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the air-in-line alarms. The device had low ultrasonic readings. With low ultrasonic readings it would make the pump more sensitive to air and upstream occlusion alarms causing the reported symptom. The device was calibrated to ensure accurate detection of air in line.

Event description:
It was reported that a spectrum pump alarmed for air-in-line. It was also reported that there was no patient involvement.